Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin when filling from the vial. The customer stated that the second "o ring" was not air tight, which resulted in insulin leaking from the cartridge.

Manufacturer narrative:
Correction of chapter d4: lot number and expiration date removed.